Manufacturer narrative:
The suspect batteries were returned to the manufacturer for evaluation. It was found that the voltage was low on two batteries in the tray. The suspect enclosure charger has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power enclosure charger and associated batteries were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger and batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system batteries would not charge. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The charger enclosure was returned to the manufacturer for analysis. Analysis found that the charger enclosure passed the supplier's testing. It was reported that four of the internal chargers boards were out of their card guides and the charger backplane connections had to be pushed back in. The fact these charger boards and connectors were found not to be well seated or secured can be a contributor to the reported problem; therefore, potentially causing the batteries returned unable to charged. Analysis found that the reported event was related to a mechanical issue.